Manufacturer narrative:
Analysis of the implantable neurostimulator recharger (insr) [serial #: (B)(4)] found the antenna had open circuits at pins 6 and 7. The antenna opens were resoldered to perform testing, otherwise no charging session could be performed. The insr¿s temperature sensor circuit was tested using a simulator, and the device passed the oven test and temperature sensor simulation tests according to specifications.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to this event.

Manufacturer narrative:
Concomitant medical devices: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) did not work any longer; the recharger heated up "severally bad" and could burn the skin. The recharge antenna heated up at the end of the charging session, the screen indicated the recharge coupling went from 4 boxes to 2 boxes, and it would heat more as the number of coupling boxes decreased. It was noted that the patient did not see the "antenna too hot" screen. It shut off after heating up, and now the insr would not re-connect to the implantable neurostimulator (ins). The insr burned the patient, and the area was red with irritation. It felt "like a sunburn but hotter" and it felt like her back was "on fire." It was further reported that the insr screen was blank with no battery charge on the insr. A desktop charger (dtc) would not turn on the insr screen. The patient mentioned that the insr did not get wet or dropped. The dtc connector pin looked charred and the plastic looked melted. There was no patient harm reported on the dtc. A replacement dtc and a replacement insr was sent. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, the file will be updated.